Manufacturer narrative:
Retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration/migration of essure device location of device: further down tube - no trailing coils"), abortion spontaneous ("miscarriage"), pregnancy with contraceptive device ("pregnant with essure micro-insert"), genital haemorrhage ("abnormal bleeding (general), abnormal bleeding") and cyst ("sharp knife like pain on left side - cysts") in a 41-year-old female patient who had essure (batch no. 710563) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included body mass index increased. Concomitant products included medroxyprogesterone (depo provera) (B)(6) 2009 to 2009 for birth control. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2009, the patient experienced abdominal pain lower ("pain: left lower abdomen") and cyst (seriousness criterion medically significant). In 2009, the patient experienced night sweats ("hormonal changes describe: night sweats"). In 2010, the patient experienced depression ("depression"). In 2011, the patient experienced nausea ("nausea"). On (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("irregular menstruation pain"). On (B)(6) 2013, the patient experienced diarrhoea ("chronic diarrhea") and fatigue ("fatigue"). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), anxiety ("anxiety"), abdominal discomfort ("stomach upset"), allergy to metals ("nickel allergy"), adenomyosis ("adenomyosis"), weight increased ("weight gain") and endometriosis ("endometriosis"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy with bilateral salpingectomy to remove the essure device) and surgery (exploratory for pain). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the abdominal pain lower, diarrhoea and fatigue had resolved. At the time of the report, the device dislocation, abortion spontaneous, pregnancy with contraceptive device, genital haemorrhage, dysmenorrhoea, anxiety, depression, night sweats, abdominal discomfort, nausea, allergy to metals, adenomyosis, weight increased, cyst and endometriosis outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal discomfort, abdominal pain lower, abortion spontaneous, adenomyosis, allergy to metals, anxiety, cyst, depression, device dislocation, diarrhoea, dysmenorrhoea, endometriosis, fatigue, genital haemorrhage, nausea, night sweats, pregnancy with contraceptive device and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Per pfs: current weight 170 lbs. Insertion details: the coil was advanced and dislodged. There were 3 trailing coils on the patient's right side. The patient's left fallopian tube was then identified as well. The essure device was then easily advanced into the left tubal ostia under direct visualization. The left essure coil was also deployed however the coil when dislodged was completely within the fallopian tube as there were 0 trailing coils. Removal details: laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy, enterocele repair, anterior colporrhaphy, posterior repair with perineoplasty. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: depression, lower abdominal pain, back pain, pelvic pain." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2018: quality safety evaluation of ptc (product technical complaint) incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration/migration of essure device location of device: further down tube - no trailing coils"), abortion spontaneous ("miscarriage"), pregnancy with contraceptive device ("pregnant with essure micro-insert"), genital haemorrhage ("abnormal bleeding (general), abnormal bleeding") and cyst ("sharp knife like pain on left side - cysts") in a 41-year-old female patient who had essure (batch no. 710563) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included body mass index increased. Concomitant products included medroxyprogesterone (depo provera)(B)(6) 2009 to 2009 for birth control. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. In may 2009, the patient experienced abdominal pain lower ("pain: left lower abdomen") and cyst (seriousness criterion medically significant). In 2009, the patient experienced night sweats ("hormonal changes describe: night sweats"). In 2010, the patient experienced depression ("depression"). In 2011, the patient experienced nausea ("nausea"). On (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("irregular menstruation pain"). On (B)(6) 2013, the patient experienced diarrhoea ("chronic diarrhea") and fatigue ("fatigue"). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), anxiety ("anxiety"), abdominal discomfort ("stomach upset"), allergy to metals ("nickel allergy"), adenomyosis ("adenomyosis"), weight increased ("weight gain") and endometriosis ("endometriosis"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy with bilateral salpingectomy to remove the essure device) and surgery (exploratory for pain). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the abdominal pain lower, diarrhoea and fatigue had resolved. At the time of the report, the device dislocation, abortion spontaneous, pregnancy with contraceptive device, genital haemorrhage, dysmenorrhoea, anxiety, depression, night sweats, abdominal discomfort, nausea, allergy to metals, adenomyosis, weight increased, cyst and endometriosis outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal discomfort, abdominal pain lower, abortion spontaneous, adenomyosis, allergy to metals, anxiety, cyst, depression, device dislocation, diarrhoea, dysmenorrhoea, endometriosis, fatigue, genital haemorrhage, nausea, night sweats, pregnancy with contraceptive device and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Per pfs: current weight 170 lbs. Insertion details: the coil was advanced and dislodged. There were 3 trailing coils on the patient's right side. The patient's left fallopian tube was then identified as well. The essure device was then easily advanced into the left tubal ostia under direct visualization. The left essure coil was also deployed however the coil when dislodged was completely within the fallopian tube as there were 0 trailing coils. Removal details: laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy, enterocele repair, anterior colporrhaphy, posterior repair with perineoplasty. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion ¿concerning the injuries reported in this case, the following ones were described in patients medical record: depression, lower abdominal pain, back pain, pelvic pain." Most recent follow-up information incorporated above includes: on (B)(6) 2018: this case is medically confirmed. Reporter information was added. This case concerns 41 year old patient. Her demographic was updated. Her concurrent condition was added. Lab data was added. Essure indication was added. Essure insertion date was updated. Essure lot number was added. Her concomitant medication was added. Per pfs following events: miscarriage, pregnancy with contraceptive device, night sweats, stomach upset, abnormal bleeding (general), irregular menstruation pain, nausea, nickel allergy, pain: left lower abdomen, chronic diarrhea, adenomyosis, weight gain, fatigue, sharp knife like pain on left side ¿ cysts, endometriosis and device ineffective were added. She had recovered from events: pain, fatigue and diarrhoea. Incident at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device location of device: further down tube - no trailing coils/left side has migrated down toward my ovaries'), abortion spontaneous ('miscarriage'), pregnancy with contraceptive device ('pregnant with essure micro-insert'), cyst ('sharp knife like pain on left side - cysts/large cyst') and genital haemorrhage ('abnormal bleeding (general), abnormal bleeding/irregular menstruation pain') in a 41-year-old female patient who had essure (batch no. 710563) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" on (B)(6) 2012. The patient's medical history included pregnancy ((B)(6) 1988; (B)(6) 1994; (B)(6) 1995; (B)(6) 1997; (B)(6) 1999). Concurrent conditions included body mass index increased. Concomitant products included medroxyprogesterone acetate (depo provera) (B)(6) 2009 for birth control as well as bupropion since 2009 and paracetamol (tylenol). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2009, the patient experienced cyst (seriousness criterion medically significant) and abdominal pain lower ("pain: left lower abdomen"). In 2009, the patient experienced night sweats ("hormonal changes describe: night sweats"). In 2010, the patient experienced depression ("depression"). In 2011, the patient experienced nausea ("nausea"). On (B)(6) 2012, the patient experienced abortion spontaneous (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("irregular menstruation pain"). On (B)(6) 2013, the patient experienced abdominal discomfort ("stomach upset"), diarrhoea ("chronic diarrhea") and fatigue ("fatigue"). On (B)(6) 2017, the patient experienced uterine enlargement ("enlarged uterus"). On an unknown date, the patient experienced anxiety ("anxiety"), allergy to metals ("nickel allergy"), adenomyosis ("adenomyosis"), endometriosis ("endometriosis"), bladder prolapse ("bladder prolapse"), arthralgia ("hip pain"), ovarian cyst ("ovarian cyst") and adnexa uteri pain ("aching in the area of fallopian tube") and was found to have weight increased ("weight gain"). The patient was treated with surgery (exploratory for pain and hysterectomy with bilateral salpingectomy to remove the essure device). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the abdominal pain lower, diarrhoea and fatigue had resolved. At the time of the report, the device dislocation, abortion spontaneous, pregnancy with contraceptive device, cyst, genital haemorrhage, dysmenorrhoea, anxiety, depression, night sweats, abdominal discomfort, nausea, allergy to metals, adenomyosis, weight increased, endometriosis, bladder prolapse, arthralgia, ovarian cyst, adnexa uteri pain and uterine enlargement outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal discomfort, abdominal pain lower, abortion spontaneous, adenomyosis, adnexa uteri pain, allergy to metals, anxiety, arthralgia, bladder prolapse, cyst, depression, device dislocation, diarrhoea, dysmenorrhoea, endometriosis, fatigue, genital haemorrhage, nausea, night sweats, ovarian cyst, pregnancy with contraceptive device, uterine enlargement and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Per pfs: current weight 170 lbs. Insertion details: the coil was advanced and dislodged. There were 3 trailing coils on the patient's right side. The patient's left fallopian tube was then identified as well. The essure device was then easily advanced into the left tubal ostia under direct visualization. The left essure coil was also deployed however the coil when dislodged was completely within the fallopian tube as there were 0 trailing coils. Removal details: laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy, enterocele repair, anterior colporrhaphy, posterior repair with perineoplasty. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion.migration of essure device. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: depression, lower abdominal pain, back pain, pelvic pain." Concerning the injuries reported in this case, the following one/ones were reported via social media: bladder prolapse, arthralgia, ovarian cyst and adnexa uteri pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-oct-2019: pfs received. New event enlarged uterus was added. Concomitant drug, medical history was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device location of device: further down tube - no trailing coils/left side has migrated down toward my ovaries'), abortion spontaneous ('miscarriage'), pregnancy with contraceptive device ('pregnant with essure micro-insert'), cyst ('sharp knife like pain on left side - cysts/large cyst') and genital haemorrhage ('abnormal bleeding (general), abnormal bleeding') in a 41-year-old female patient who had essure (batch no. 710563) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included body mass index increased. Concomitant products included medroxyprogesterone acetate (depo provera) (B)(6) 2009 to 2009 for birth control as well as paracetamol (tylenol). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2009, the patient experienced cyst (seriousness criterion medically significant) and abdominal pain lower ("pain: left lower abdomen"). In 2009, the patient experienced night sweats ("hormonal changes describe: night sweats"). In 2010, the patient experienced depression ("depression"). In 2011, the patient experienced nausea ("nausea"). On (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("irregular menstruation pain"). On (B)(6) 2013, the patient experienced diarrhoea ("chronic diarrhea") and fatigue ("fatigue"). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), anxiety ("anxiety"), abdominal discomfort ("stomach upset"), allergy to metals ("nickel allergy"), adenomyosis ("adenomyosis"), endometriosis ("endometriosis"), bladder prolapse ("bladder prolapse"), arthralgia ("hip pain"), ovarian cyst ("ovarian cyst") and adnexa uteri pain ("aching in the area of fallopian tube"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (exploratory for pain and hysterectomy with bilateral salpingectomy to remove the essure device). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the abdominal pain lower, diarrhoea and fatigue had resolved. At the time of the report, the device dislocation, abortion spontaneous, pregnancy with contraceptive device, cyst, genital haemorrhage, dysmenorrhoea, anxiety, depression, night sweats, abdominal discomfort, nausea, allergy to metals, adenomyosis, weight increased, endometriosis, bladder prolapse, arthralgia, ovarian cyst and adnexa uteri pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal discomfort, abdominal pain lower, abortion spontaneous, adenomyosis, adnexa uteri pain, allergy to metals, anxiety, arthralgia, bladder prolapse, cyst, depression, device dislocation, diarrhoea, dysmenorrhoea, endometriosis, fatigue, genital haemorrhage, nausea, night sweats, ovarian cyst, pregnancy with contraceptive device and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Per pfs: current weight 170 lbs. Insertion details: the coil was advanced and dislodged. There were 3 trailing coils on the patient's right side. The patient's left fallopian tube was then identified as well. The essure device was then easily advanced into the left tubal ostia under direct visualization. The left essure coil was also deployed however the coil when dislodged was completely within the fallopian tube as there were 0 trailing coils. Removal details: laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy, enterocele repair, anterior colporrhaphy, posterior repair with perineoplasty. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: depression, lower abdominal pain, back pain, pelvic pain." Concerning the injuries reported in this case, the following one/ones were reported via social media: bladder prolapse, arthralgia, ovarian cyst and adnexa uteri pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: social media received. New event bladder prolapse, hip pain, ovarian cyst and aching in the area of fallopian tube were added. Reporter information and concomitant drug were added. We received a lot in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery to remove the essure device on (B)(6) 2017. At the time of the report, the device dislocation, depression, and anxiety outcome was unknown. The reporter considered anxiety, depression, and device dislocation to be related to essure. Patient need for additional surgery. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.